Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 19-may-2015, fse arrived at the site to address the reported event. Upon inspection, fse confirmed that the lower "ear" of the sample height detector was not retracting properly. He replaced the sample height detector assembly. Next, he ran the "sample sensor 25" diagnostic test twice and ran qc. All the tubes and cups were properly read, and all qc values were in range. No further issues were reported. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample height detector assembly.

Event description:
On (B)(6) 2015 the customer reported "short sample (ss) flags and complained that the lower sensor wire did not always spring back into place with their a1a-360 analyzer. The customer stated that when she put one sample with two test cups the analyzer attempted to aspirate a second sample for the second test cup. This was followed by an ss flag. The customer attempted to troubleshoot using an unknown sample and running quality control (qc) for ckmb and ctn1, rebooting, and rerunning qc; but, the issue recurred. She also stated that she did not hear "the click" when the cup passed. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ckmb and ctn1. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.